Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, and rupture.

Event description:
Patient reported right side pain, "patient collapse in the arm pit," and capsular contracture baker grade unknown, and rupture. Bronchitis was reported but is not related to the device. The device has been explanted.